Manufacturer narrative:
A ge service representative performed an onsite investigation. The error logs were checked and errors were found. However, the reported problem could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce an x-ray. No patient injury was reported.